Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer spouse reported via phone, the customer was experiencing high blood glucose of 308 mg/dl even though the customer hasn't eaten. Troubleshooting was performed and customer's spouse noticed the device had air bubbles inside the reservoir. Customer's spouse stated there were many champagne size bubbles. The device was not rewound in place and the insulin room was stored in room temperature. Customer had done a complete set changed during high blood glucose troubleshooting. Customer was advised to tap the reservoir until all the little bubbles formed a big bubble and perform fixed prime until the air bubbles were out. Customer was advised to monitor the insulin pump and return the reservoir. Customer agreed to return it for further analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.